Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was dropped and the touch screen was shattered and unresponsive. The customer's blood glucose was 169 mg/dl. Customer confirmed that an alternate method of insulin delivery was available.